Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been programmed off. This information was revealed through a remote latitude interrogation. The field representatives had been contacted for additional information; however, no further information has been made available. No adverse patient effects have been reported. At this time, we are unable to determine if the programming was performed intentionally.